Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed irritations under the therapy electrodes. Patient reported the skin as red, inflamed and open. Patient does have an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician attempted to have patient wear the device backwards, but it did not work for patient so it was turned around. Follow up indicated that the skin irritation has healed completely.